Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the patient stated there was a red light on the remote home monitor. Boston scientific technical services (ts) discussed that there may be an issue noted with the pacemaker system which was not able to be sent to the clinic. Ts referred the patient to their clinic and sent the call to patient services to troubleshoot the remote home monitor and the patient's phone line issue.

Event description:
Additional information was received that the patient came into the clinic and the interrogation showed no issues. The system remains implanted and no adverse patient effects were reported.